Manufacturer narrative:
The technician found the stretcher brake assembly was worn and the components had a lot of slack in them. The technician installed a brake steer upgrade, replaced the left head brake caster, the hex rods and the head end brake/steer pedal to repair the stretcher.

Event description:
Information received indicates the brake will set, but will not hold.